Event description:
It was reported that the powerload failed to properly load the cot. The cot was lifted by the lifting arms and then the cot fell down on its wheels. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the powerload failed to properly load the cot. The cot was lifted by the lifting arms and then the cot fell down on its wheels. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The event of the cot dropping down on the arms was unable to be duplicated. The technician was unable to find any issues associated with the cot or powerload which may have caused this situation. The cot was also confirmed to have no defects and was only a concomitant product involved in the event. It was identified that the situation which had most likely caused this issue was that the cot may not have been properly lined up with the arms of the powerload system when lifting causing the arms to grab the lift tubes. Being picked up on the lift tubes the cot then had likely slipped down to the center of the frame where the arms are intended to grab. The issue was resolved for the customer by verifying that there were no malfunctions with the cot or powerload unit associated with the lifting concern and reviewing over the event being potentially associated with incorrectly aligning the arms with the cot.